Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. After disassembly, the repair technician confirmed through visual inspection that the components including the spindle housing/drive shaft assembly were severely affected by corrosion and debris.

Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.